Event description:
The air pen drive was returned for service along with the hand switch because the motor would not stop running when the trigger is released. A strange noise was also reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the trigger was jammed. This was attributed to faulty handling. The device was reworked and returned to the customer on (B)(4) 2013. Placeholder.